Event description:
It was reported that the patient was revised from a gamma nail to a restoration modular stem. Patient had gamma nail for two years but still having pain, converted to a total hip.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be submitted on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported information did not allege any deficiency in the identity, quality, reliability, safety after an implant period of 1 ¾ years. Manufacturing documents did not reveal any deficiency of the device. Based on the information available, the event was not caused by a deficiency of the device.

Event description:
It was reported that the patient was revised from a gamma nail to a restoration modular stem. Patient had gamma nail for two years but still having pain, converted to a total hip.